Event description:
A customer contacted beckman coulter inc., (bci), and reported that during troubleshooting a calibration failure on unicel dxc 600 pro synchron clinical system, they discovered that the electrolyte injection cup (eic) was overflowing. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) inspected the instrument and determined that the flow cell ground wire broke off. The fse replaced the flow cell, sample probe, and carbon bridge, and verified repairs per established procedures. Hardware is the root cause for this event.